Event description:
A patient service representative (psr) contacted zoll customer support while attempting to fit a (B)(6) male patient to report constant check belt messages. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B)(4) has been completed. The reported problem (check belt messages) has been confirmed. Upon evaluation, the black pulse wire was intermittent inside the trunk cable connector. The cause of the check belt messages is the intermittent pulse wire. The root cause of the intermittent pulse wire cannot be positively identified but is likely excessive force placed on the cable at the trunk cable connector. No adverse event resulted from the damaged pulse wire. The patient received a replacement electrode belt.